Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). This medwatch will cover ft4. Patient identifier (B)(6) for information related to ft3. The customer initially tested the sample twice on their e602 analyzer. The results from the first run were reported outside of the laboratory. The sample was then provided for investigation where it was tested on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). Please refer to the attachment for the patient data. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e601 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 168540, with an expiration date of 07/31/2017 was used on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 168540, with an expiration date of 07/31/2017 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample determined that it contained an interferent to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.